Event description:
Facility alleges headers cracked during dialysis, causing blood leak. Rn reports circuit discarded.. Ebll 7100cc. 14th usedialysis resumed wwwwith new dialyzer. No further medical intervention required.